Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level (value not provided). Reportedly, customer did not enter the amount of carbohydrates when delivering a bolus, resulting in too large of a bolus for the amount of carbohydrates consumed. Additionally, tandem clinical support identified customer's correction factor was too strong. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.